Manufacturer narrative:
Not returned. Event conclusion: the physician elected to extract the fractured lead. During the lead extraction procedure, the ICD was removed. The lead could not be explanted as the stylet could not pass by the subclavian, which was where the fracture was located. A laser extraction was attempted, but unsuccessful because the stylet would not stay in the lead. The lead was tied down, then became separated into two segments, and only the top portion of the lead was removed. Another defibrillation lead and ICD were implanted without further incident. The lead segment and ICD were not returned to guidant. Guidant inquired into the location of the explanted products and believes the lead segment and the device were discarded.